Manufacturer narrative:
(B)(4). (B)(6). Information in section f provided by the manufacturer. The phacoemulsification handpiece was examined at the customer location by an amo field service specialist (fss) and the reported issue was confirmed. The handpiece was replaced with another one, which resolved the reported issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the phaco handpiece cord is damaged. A part of the gray coated plastic was damaged and when the damaged part is enlarged wire can be seen. The physician is using back up handpiece. There was no patient injury reported.